Event description:
It was reported "sicu endorsed busted balloon around 3:00 am and was instructed not to turn on the machine 7:00 am on-call duty perfusionist arrived to disconnect the machine and doctors decided to perform a reinsertion as patient is balloon dependent. Perfusionist observed blood at helium tubing and encouraged removal of burst catheter. Sicu nurses noted that the balloon only turn off when blood can already be seen for the first time, incident occurred on (B)(6) 2024 at philippine heart center sicu bed-side". Additional information states that the device was removed in its entirety and replaced. The second iab catheter was inserted into a different insertion site. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The reported complaint for "blood at helium tubing" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "sicu endorsed busted balloon around 3:00 am and was instructed not to turn on the machine 7:00 am on-call duty perfusionist arrived to disconnect the machine and doctors decided to perform a reinsertion as patient is balloon dependent. Perfusionist observed blood at helium tubing and encouraged removal of bursted catheter. Sicu nurses noted that the balloon only turn off when blood can already be seen for the first time, incident occurred on (B)(6) 2024 at (B)(6) center bed-side". Additional information states that the device was removed in its entirety and replaced. The second iab catheter was inserted into a different insertion site. At the time of this report, the customer has not returned our requests for additional information.